Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (patient 1 = 1.00 ng/ml) from one of three serial samples drawn from a single patient while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es patient result was reported to the clinician, and a corrected report was issued (repeat of patient 1 is <0.012 ng/ml). There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained for a single patient sample. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The customer performed routine maintenance and cleaning to the microwell incubator subsystem. Performance testing following maintenance demonstrated that the equipment was operating as intended. The most likely assignable cause of this event is an equipment related issue. Additionally, improper pre-analytical sample processing cannot be ruled out as a contributing factor.